Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 in site (B)(6). The clinician reports inadequate bone quality/bone quality was involved in the event. The implant was removed on (B)(6) 2011. Another implant was not successfully placed at the time of surgery. Medical history: no significant findings.